Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the second firing with white reload. The surgeon cut the tissue and removed the device. Changed to a new device and reload to complete the procedure. At last, the surgeon used high force to open the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.